Event description:
Customer reported a missed antibody on the galileo using capture-r ready screen (crrs) test wells. Anti-jkb and anti-s were detected by tube testing using peg as the potentiator; only the anti-jkb was detected on the galileo. The patient was given 2 units of jkb and s negative blood and did not have any adverse reactions.

Manufacturer narrative:
Reactivity of the s antigen was confirmed on retention crrs lot x273, and capture-r ready ID, lot id110, also used by the customer at the time of the event.the customer did not return product or sample for investigation testing.